Manufacturer narrative:
Follow-up information received from physician on 17-mar-2015. The patient´s weight was (B)(6) and height was 168cm (bmi 27.9). Her concurrent condition included overweight. Her medical history included 2 previous cesarean deliveries. Previous gynecological problems or procedures were denied. She has a history of incidental finding of nephrocalcinosis. On (B)(6) 2014 essure was inserted. Patient was not in a postpartum stated at time of procedure. Cervical dilation, sounding and general anesthesia were denied. Mac and paracervical block were used as analgesia. The insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. After insertion and before confirmation test, depo provera was used as back-up contraception. It was reported that on (B)(6) 2014 a CT of abdomen and pelvis was done and bilateral essure devices were in place in usual position. Hysterosalpingogram was not performed. Nsaids, heating pads and salpingectomy with essure removal were done as treatment. Hospitalization was denied. On (B)(6) 2014, essure was removed by patient request by diagnostic hysteroscopy and then laparoscopy. Wedge resection was done. During surgery, correct location of essure was seen. It was reported that after surgery pelvic pain was resolved. Physician stated that he considered as suspected the relationship between event and essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain/ pelvic pain. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, it was reported that essure coils were removed and the event stopped at the same day. Therefore, given the nature of the reported event and positive dechallenge, a causal relationship between pain/ pelvic pain and the suspect insert cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. It was reported that patient complained of pain. On (B)(6) 2014, bilateral salpingectomy was done and essure was removed. The event stopped at the same day. The outcome of the event pain was recovered / resolved. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: essure removal should be performed as follows per product IFU: a corneal resection of the proximal fallopian tube will be required if the micro-insert is properly located across the utero-tubal junction (utj). An essure micro-insert that has been improperly placed or has migrated beyond the utj should be removed with traditional linear salpingotomy or salpingectomy accomplished via laparoscopy or laparotomy. Probable causes for essure micro-insert removal - physician inadvertently deployed micro-insert in the uterine cavity and not into the tube, physician determines the micro-insert is inaccurately placed in the fallopian tube, unusual uterine anatomy and/or inadequate visualization leads to a misplaced micro-insert. Important: if the micro-insert was inadvertently deployed in the uterine cavity and not into the tube, the micro-insert should be removed from the uterus and another attempt made at microinsert placement in the tube. Warning: micro-insert removal should not be attempted hysteroscopically once the micro-insert has been placed. The only exception is during the actual placement procedure when removal may be attempted if 18 or more coils of the essure microinsert are trailing into the uterine cavity. Because of micro-insert anchoring, however, removal may not be possible even immediately after placement. Attempted removal of a micro-insert having less than 18 coils trailing into the uterine cavity may result in fallopian tube perforation or other patient injury. Micro-insert removal should only be attempted if a patient is experiencing an adverse event(s) with the micro-insert or if she demands micro-insert removal. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Removing the essure device via medical intervention is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, it was reported that essure coils were removed and the event stopped at the same day. Therefore, given the nature of the reported event and positive dechallenge, a causal relationship between pain and the suspect insert cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information is expected.